Event description:
A pt of unk age and gender presented for an endovenous laser treatment. During the withdrawal of the laser fiber from the pt's leg, it was noted by the treating physician that a piece of fiber had become detached and remained in the pt's vein. The piece of fiber was successfully removed from the pt. It was reported that there was no harm or injury due to this event.

Manufacturer narrative:
It was reported by the user that the device involved in the incident is available to be returned to the MFR for eval. To date the device has yet to be received. Attempts are being made to obtain the device for eval. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. A review of the mfg records for the reported lot number indicated all device specs and quality requirements were satisfied. A review of the angiodynamics complaint sys noted no trends for this product family and complaint type. (B)(4).